Event description:
The pt received her scs system on (B)(6) 2010. On (B)(6) 2011, the pt informed an sjm rep that her left hand began feeling numb (B)(6) post-implant. The pt underwent diagnostic testing and there were no findings. The pt's doctor does not feel that her numbness is related to the scs system. An sjm rep reprogrammed the pt's system and added some programs that covered some new pain areas. The pt was satisfied with her programs.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.